Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that increasing thresholds and lead dislodgement were noted on the pacing lead during device check one day post implant. It was thought the dislodgement occurred during implant. The lead was revised and remains in use. No patient complications have been reported as a result of this event.